Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent. The product is not available for return. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date a reservoir was used. During surgery, the reservoir could not be locked, so another product was used. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.